Event description:
The customer reported to beckman coulter that the coulter lh 780 hematology analyzer was generating sheath tank errors and was leaking. The volume of the leak was ½ cup and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection with this event. No patient treatment was affected.

Manufacturer narrative:
Beckman coulter customer technical support (cts) guided the customer through the troubleshooting process and found that the tubing at pinch valve (vl) 46a was disconnected. The vl46a provides pressurized diluent from the upper sheath restrictor. The customer reattached the disconnected tubing and ran several samples without incident. The customer has not called to report a recurrence of the event. The cause of the leak was disconnected tubing at vl46a. (B)(4).